Event description:
A report was received that a patient underwent a pocket revision procedure, due to the patient's ipg shifting closer to her spine. The patient's ipg was moved to the left of the midline. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.